Manufacturer narrative:
Three (3) samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags were leaking from the top right corner. This was noted after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual devices were returned and an evaluation is complete. Functional leak testing was performed by filling the bag with water and a leak was noted at the top right corner. Visual inspection was performed and noted weld defects on all three of the bags. The reported problem was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.